Event description:
This rv lead was implanted on (B)(6) 2013 and was explanted on (B)(6) 2013 due to stimulation and persistent left vein. The physician was dr. (B)(6) at (B)(6) general in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)